Event description:
Dr reported a defective buckle with a damaged buckle. An investigation is in progress.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event and full implant date. The info has not yet been received by allergan. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number, model number, event, pt details or device status. Device labeling addresses the possible outcome of an unbuckled band as follows: warning: "failure to secure the band properly may result in its subsequent displacement and necessitate re-operation." Caution: "failure to use an appropriate atraumatic instrument such as the lap-band sys closure tool to lock the band may result in damage to the band or injury to surrounding tissues." "The MFR of the lap-band adjustable gastric banding sys has designed, tested and mfg it to be reasonably fit for its intended use. However, the lapband sys is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band sys may be easily damaged by improper handling or use. Please refer to the adverse events section in this document and to the info for pts booklet for a presentation of the warning, precautions, and the possible adverse events associated with the use of the lap-band adjustable gastric banding sys."